Manufacturer narrative:
As reported, during the procedure, the balloon of a 5f mynx control vascular closure device (vcd) burst and the device came out of the patient's body. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. It is estimated that the loss of pressure was after being pulled to the arteriotomy. The vcd was prepared and used in accordance with the instructions for use (IFU). The vcd was used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx vcd and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 5f non-cordis sheath. There was little vessel tortuosity. The device was stored according to the IFU. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed, and the stopcock was found opened. The sealant was present in manufactured position, totally covered by the sealant sleeves and showing no evidence of any type of exposure or damage. Additionally, the syringe was returned attached to the device. Nevertheless, the related catheter sheath introducer (csi) was not returned for this analysis. During the initial unaided eye visual analysis, the device did not show any evidence of anomalies. Functional testing was executed using a cordis lab syringe, and the non-functional condition of the balloon was confirmed as a leak was identified during balloon inflation due to a rupture observed on the balloon¿s surface. Per microscopic analysis, a magnified visual analysis of the balloon¿s surface was executed to identify the possible cause of the leak observed during the functional test. The results showed a longitudinal rupture identified in the body of the balloon. A product history record (phr) review of lot f2223101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (although reported to not have any visible calcium/plaque) and/or concomitant device factors (sheath was not returned) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the procedure, the balloon of a 5f mynx control vascular closure device (vcd) burst and the device came out of the patient's body. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. It is estimated that the loss of pressure was after being pulled to the arteriotomy. The vcd was prepared and used in accordance with the instructions for use (IFU). The vcd was used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx vcd and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 5f non-cordis sheath. There was little vessel tortuosity. The device was stored according to the IFU. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device is being returned for evaluation.